Event description:
The patient received inappropriate therapy due to t-wave oversensing. Decrease in r-waves was also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.